Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was 8.3mmol/l at the time of the incident. It was reported that insulin squirted out during manual prime. It was reported that insulin was neither dropped nor bumper. It was also reported that there was no water contact, no damage to the drive support cap, and that the customer did not press the cap while connected. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.